Event description:
Hospital reported that the pt fell and hit her head on concrete (not on the valve but on the opposite side of her head) when her symptoms of shunt malfunction started. The malfunction was that the system was not clinically functioning at the resistance that the valve was set at. After the valve was removed and isolated, it did appear, by manometry, to function at the set resistance.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.